Event description:
Customer reported the system will not produce images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated and repaired the system. No further details on the eval or repair are available.